Event description:
Following placement of #8 french groshong catheter with power port portacath device, the post placement chest xray showed the guide wire remained in the catheter. The surgeon suspected the wire was held in place due to the groshong tipped valve. The patient returned to the operating room where the guide wire was removed intact.